Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. There was no alleged device malfunction contributing to the irritation. The patient¿s physician advised to end use of the lifevest for the skin irritation. Follow up indicated that the skin irritation improved.